Event description:
It was reported that the patient experienced a low blood glucose after accidentally announcing and eating an extra breakfast, with the lowest sensor value of 53 mg/dl and subsequent treatment with approximately 3¿4 oz of orange juice followed by breakfast; at the time of the call the glucose was 73 mg/dl and stable, and education was provided to use fast-acting carbohydrates and recheck glucose, which constitutes oral glucose administration. Symptoms included hypoglycemia. Outcomes included a classification of serious injury or illness. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with the issue characterized as a use-of-device problem and the specific device component not otherwise codified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.